Event description:
The patient reported an issue where insulin delivery stopped unexpectedly. There was no reported adverse impact to customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.